Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer had filled the cartridge with 125 units of insulin. Customer was able to load a new cartridge to resolve the issue. There was no impact to the customer's blood glucose level.